Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. The stent was detached from the delivery device and was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum stent profile was within the specification. The balloon body was reviewed and there were no issues noted. The balloon appeared to have been subjected to positive pressure and a vacuum pulled. There were crimp markings evident on the entire length of the balloon body indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 06-mar-2018. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50 x 38 synergy¿ drug-eluting was advanced but failed to cross the lesion due to the severe stenosis. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, it was further reported that after removal of the device, the stent detached outside the patient's body.